Event description:
It was reported that during a lap chole procedure, one side of the jaws on the grasper broke off and dropped into the surgical site. It was retrieved. There was not injury to the patient and the procedure was not altered.